Event description:
Customer's husband reported that the customer had passed away. He stated that the complications from rheumatoid arthritis, dialysis and the amount of pain killers that the customer was taking, lead up to the event. Customer was wearing the insulin pump at the time of death. The cause of death was respiratory failure and renal disease. The blood glucose reading at the time of death was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with the battery installed. The device passed the displacement test, self test and a21 error test. The device was unable to prime during the prime/a33 test and alarmed motor error during basic occlusion test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unable to determine root cause of prime/fill anomaly and motor error due to pump preservation. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The device had multiple a47 alarms in alarm history screen. A47 alarm due to corrupted history file. The device was unable to download due to corrupted history file.